Event description:
The customer confirmed the patient had a history of gerd and the procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide follow up provided by the customer. The customer confirmed the recovered distal cover was not damaged. The customer did not apply anti-fog agent to the scope lens. There were no other chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope the user confirmed that the cover was not damaged. The user attached the distal cover to the scope and pulled and twisted the cover to make sure it does not come off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, based on the results of the investigation, it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be identified. The event can be detected and prevented by following the instructions for use which state: -operation manual includes the detection way at chapter 4 - 4.1. -operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during an endoscopic retrograde cholangiopancreatography for a sphincterotomy and balloon extraction of stones, the distal cover of the evis exera iii duodenovideoscope came off the scope in the patient's mouth as the surgeon was withdrawing the scope. It was stated that the surgeon withdrew the scope very quickly. The procedure and sedation were prolonged by about 10 minutes while an esophagogastroduodenoscope was inserted to look for the cover. It was found lodged under the patient's bite block as the esophagogastroduodenoscope was withdrawn and was retrieved manually. No forceps or other retrieval methods were required. The condition of the patient was not impacted. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6)is for the evis exera iii duodenovideoscope.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.